Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator shut off while connected to a patient. It was further noted that the batteries are regularly replaced on the generator. In the technical service call the caller stated that cardiopulmonary resuscitation had to be performed on the patient but that no other information was available, however on the return paperwork it stated "turned box back on without problem, but do not know why box shut off in the first place." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower case halves were broken, both bail covers were broken, one printed circuit board (pcb) flex was creased, the battery contacts were compressed, one bail and ring were bent and the battery drawer was broken and damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.